Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use the protégé gps stent to treat a calcified, fibrous, plaque, soft tissue lesion in the distal common iliac and superficial femoral arteries. The vessel was described as non tortuous and with moderate calcification. There was no damage noted to the packaging as the stent was removed for use. The device was prepped with no issues identified. No embolic protection was used and the device did not pass through a previously deployed stent. The thumbscrew was checked for securement prior to the procedure. On removal of the lock pin and releasing the stent from the sheath, the stent only partially deployed. Upon attempting to withdraw the whole system, the stent became stuck near the left access site and fractured. Most of the stent was removed but the remainder had to be surgically removed. It was reported that the left common artery was removed surgically.

Manufacturer narrative:
Additional information: the inner distal assembly was surgically removed from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the puncture site was the common femoral artery. Pre-dilation of the iliac and common femoral artery was carried out. The stent fracture occurred in the iliac artery and the stent lodged in the common femoral artery. It is reported excessive force was not used. Product analysis: the protégé gps stent delivery system and stent were returned for evaluation. The stent and stent fragment were wrapped in gauze and taped to the tray and all of the stent was received. The smaller segment of stent appears to have some stent cell elongation. It was noted that the outer to manifold bond was broken. It was noted that the distal deployment paddle had been removed from the protégé gps stent deployment system, the outer sheath exhibits witness marks from tensile and torsional forced, the inner guidewire lumen exhibits tensile stretching and necking down. The distal inner assembly distal of the retainer was not returned with the stent delivery system. Missing is approximately 60cm of nylon inner distal assembly guidewire lumen, and bismuth distal tip. It was noted that when the proximal paddle was placed in its approximate t=0 position that the inner guidewire lumen and retainer protruded distally beyond the distal marker band of the outer sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: email address film analysis: no protégé gps stent delivery system was received for evaluation. No ancillary devices, or procedural summaries from the procedures were received. A photograph of the recovered stent segment, two photographs of cines, and a short movie clip of cines were provided for review. The first image is of a recovered gps stent exhibiting an uneven fracture face, what appears to be a cut segment of support catheter, and sanguine strands of material. The second image is of a cine image and what appears to be a small segment of flowered gps stent. The third image is of a cine image of a guidewire in the anatomy and a small segment of flowered everflex stent. The 26-second movie is of second cine image. In the background is the surgical suite where the procedure is being conducted. Approximately 16-seconds into the image the cine screen goes black and an image of a support catheter in a vessel appears. If information is provided in the future, a supplemental report will be issued.